Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # j0124604v, implanted: (B)(6) 2002, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3550-09, lot # l98804, implanted: (B)(6) 2002, product type accessory. (B)(4).

Event description:
The patient reported a loss of therapy and difficulty with pain since 2014. It had been getting worse for a little over a year. The patient wanted to be reprogrammed and had been reprogramming ¿over the past few years¿ in different areas. It was noted that the patient's relevant medical history includes complex regional pain syndrome (crps) type I. The patient later reported that he had reflex sympathetic dystrophy syndrome (rsd). It was noted that ¿sympathy ¿ nerves cut worse.¿ a doctor gave ketamine gel that desensitized the skin. The stimulator was the greatest thing in the patient¿s life at that time. It worked for 9 years and it needed to be adjusted a few times. But the generator was not keeping up. The patient was trying to see if reprogramming it would help, ¿I can¿t seem to.¿ he was getting worse and could not to seem to get help. He was struggling and had a burning and hurting in the left side below where it started. He did not know whether it could be ¿rest.¿ there was burning around the battery area. Medicines include oxycontin, hydrocodone, gabapentin, lisinopril, and zolpidem. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had trouble finding doctors that would see him. A doctor sent him to several doctors and after a while the doctor told him there was no use to go back because there was nothing he could do for the patient. The patient had had where he could do things without a lot of pain over the years. Now the pain was constant. He was taking hydrocodone now with gabapentin, lisinopril, and zolpidem. Nothing was working well. The patient was using "100 gm ketamine in lipoderm 60 mc/ml to rub on sensitive areas, which helped a little. He took oxycontin but got sick and threw up and lost 15 pounds but lost the pain. The patient did not know what to do. The doctor contacted a manufacturing representative (rep) to get the stimulator reprogrammed and could not get it done. The patient did not know if it would help at all and he had done all that he could do.